Event description:
The patient reportedly experienced intermittencies and eventually loss of sound. Troubleshooting the external equipment did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.